Manufacturer narrative:
Analysis found that there was something sticky on the battery contacts and the small screen was missing pixels. As a result the display was replaced and the battery contacts were cleaned. The device then passed functional testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer for inspection. It was analyzed and tested out of specification. There was no patient involvement.